Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings on the adc freestyle libre sensor when compared to a healthcare professional meter, noting "deviations usually noticed after dialysis". Customer received a sensor scan result of 140 mg/dl compared to an hcp meter reading of 640 mg/dl obtained after undergoing dialysis on (B)(6) 2018. Customer further reported experiencing "sugar reaction leading to muscular paralysis" and was diagnosed with diabetic ketoacidosis (dka) and treated via injection with 80 units of humalog insulin by a healthcare professional. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation of the reader will be required. Dhrs for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving low readings on the adc freestyle libre sensor when compared to a healthcare professional meter, noting "deviations usually noticed after dialysis". Customer received a sensor scan result of 140 mg/dl compared to an hcp meter reading of 640 mg/dl obtained after undergoing dialysis on (B)(6) 2018 customer further reported experiencing "sugar reaction leading to muscular paralysis" and was diagnosed with diabetic ketoacidosis (dka) and treated via injection with 80 units of humalog insulin by a healthcare professional. There was no report of death, serious injury, or mistreatment associated with this event.